Event description:
It was reported that in a hip surgery the distal end of the instrument broke into the patient body. A part of it was removed from the patient body. The next day the staff realized that maybe a part of the instrument remains into the hole of the plus into the patient body. Nothing was visible on x-ray. No further investigation will be made. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2. Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination: the setting instrument has been returned for an investigation. The ring at the tip of the instrument (which is welded during manufacturing) has fractured off and the clamping ring is missing. Both rings were not returned. The tip of the instrument additionally shows signs of wear and deformation. The handle of the instrument is manufactured from canevasit. A review of the device manufacturing records could not be performed as the device is exempt from incoming inspection. No complaint history is required per complaint investigation procedure, as the failure mode was previously investigated as part of a CAPA that resulted in a change to the design. The setting instrument was manufactured before the implementation of the new design revision. The most likely root cause leading to the fracture of the instrument might be related to instrument design and / or conditions of use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is complete and additional information on the reported event is unavailable at this time.